Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 3.00mm stent delivery system catheter was returned for analysis. Visual, tactile, and microscopic analysis were performed on the device. Break was noted at the site of the guidewire port. The shaft polymer extrusion was not returned. Stent was not returned, as it was lost.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the main body of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that stent was fractured during unpacking and it was not used.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in a mildly tortuous and mildly calcified right coronary artery (rca). A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, during preparation, it was noticed that the main body of the stent was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.